Manufacturer narrative:
B5: additional/updated info: a 13.2mm vticm5_13.2 implantable collamer lens was implanted on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a shorter lens. The problem is resolved. Claim #(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
Patient information: unk. Event date:unk. Product code: unk; esubmitter software does not allow for blank or unk entry. Implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. MFR date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right (od) eye. The surgeon states there is a high vault. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.